Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer's blood glucose level was 600 mg/dl and at the time of incident 240-250mg/dl. Date of hospitalization (B)(6) 2018. Customer was admitted in emergency room. Troubleshooting was performed for high blood glucose level. Customer treated with insulin pump and intravenous drip. The insulin pump will not be returned for analysis.